Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead was replaced with a leadless implantable pulse generator (ipg).

Manufacturer narrative:
Continuation of d10: 457445 lead implanted (B)(6) 2016.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a suspected right ventricular (rv) lead fracture. The rv lead exhibited a unipolar lead impedance warning for high impedance and a polarity switch occurred. There was also high rv thresholds noted and a high sensing integrity counter (sic) short v-v interval count. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited a high and undefined impedance warning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a suspected right ventricular (rv) lead fracture. The rv lead exhibited a unipolar lead impedance warning for high impedance and a polarity switch occurred. There was also high rv thresholds noted, a high sensing integrity counter (sic) short v-v interval count and r wave double counting. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited a high and undefined impedance warning.

Manufacturer narrative:
Correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.